Manufacturer narrative:
The monitor sn (B)(4) was returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated two times by the lifevest. The patient was reportedly at home and was putting the lifevest back on at the time of the event. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detections. The response buttons were pressed after each treatment was delivered. The response buttons functioned appropriately. The patient continues wearing the lifevest.